Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in a 39-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue outcome was unknown. The reporter provided no causality assessment for fatigue with essure. The reporter commented: complicated social and professional life because of continuous fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in a (B)(6) year old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue outcome was unknown. The reporter provided no causality assessment for fatigue with essure. The reporter commented: complicated social and professional life because of continuous fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.